Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin alarmed multiple pump error. The customer¿s blood glucose level unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed self test and displacement test. Software error found in the device history. Problem isolated to electronic assemblies. No unexpected trace pointers are invalid or history pointers failed and history pointers are corrupted error alarms noted during testing. Device received with unexpected battery power loss and high sleep current and high active current, problem isolated to electrical board.